Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that, when the scrub nurse attempted to pre-load clips for initial use, the instrument jaws locked. Unable to release clip which is stuck in the jaws of the instrument. Used new instrument to complete the case. There was no adverse patient consequence.